Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 24.3 mmol/l due to possible under delivery of insulin. The customer treated with food. The customer's blood glucose value was 21.8 mmol/l at the time of call. The customer reported symptoms related to high blood glucose included thirst. The customer stated that they have back up plan available. Troubleshooting was performed. There were no leaks or air bubbles. There were no site or insulin issues. The customer reported that the cannula was not bent on the infusion set. Displacement test was performed on the insulin pump and the insulin pump alarmed no reservoir detected. During the high pressure test , the insulin pump continued to alarm insulin flow blocked alarm. The customer' s current blood glucose level was 20. Mmol/l at the end of call. The customer was advised to replace out the insulin pump. The customer was advised to revert to backup plan. Product is expected to return for analysis. Additional device related incident: infusion set ((B)(4)).